Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca. The root cause for the shorted igbt could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.